Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged u713 on the distribution node pca. The root cause for the damaged u713 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned for an unrelated problem. Upon investigation a reportable malfunction was found.